Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported door sensor not picking up when open or closed, which was reproduced during evaluation. A review of the event history log identified door sensor not picking up when open or closed. The cause was determined to be the lower latch switch being depressed. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported channel sensor not recognizing when line is inserted or removed, which was not reproduced during evaluation. Evaluation determined the door state problem was the true problem, which was preventing the set being loaded properly and air in line testing to being properly preformed. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified as evaluation could not assess for the reported condition of not picking up air in line due to the door condition. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door sensor was not picking up when door open or closed, channel sensor was not recognizing when line was inserted or removed, and was not picking up air in line. The event happened during testing at biomed service department. There was no patient involvement. No additional information is available.